Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing. The customer alleged the issue was due to an underlying pump issue and declined to provide additional information. There was no reported adverse impact to the customer's blood glucose level.